Event description:
On (B)(6) 2013, patient reported she has experienced hyperglycemia in the 300 mg/dl range for the past day. She changed the cartridge and infusion set on the day of the report, and she noticed wetness on her clothes. Her normal blood glucose is 100-180 mg/dl. The cartridges are not reused, and the infusion set is changed every 2 days. The adapter and battery cover were changed "recently." She removed the headset and noticed the cannula was kinked. The headsets are inserted with an insertion device. The infusion set was discarded and will not be returned for evaluation. She did not require treatment from a health care professional or second party to address the issue. Follow-up was completed on (B)(6) 2013. It was previously found the basal rates and time were programmed incorrectly. This was corrected, and her blood glucose returned to normal range of 130 mg/dl. She believes this contributed to hyperglycemia.

Manufacturer narrative:
Treatment start date was unknown. It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
No product was returned for evaluation. A retention sample was visually inspected and tested for flow and tightness. All test results were within specifications. The problem reported by the customer could not be reproduced. (B)(4): device was not returned to manufacturer.